Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile 500cc saline prosthesis, catalog: 3502500, serial number: (B)(4), lot: 5866048. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 500cc saline prosthesis experienced deflation of the left breast prosthesis that was diagnosed by mammogram, ultrasound and MRI. On the right breast prosthesis, the patient developed baker grade iii/IV capsular contracture and hematoma immediately after implantation, which required surgical intervention immediately to manage it. No deflation was noted on the right side. Since implantation, the patient reported having blurred vision, skin sensitivities, allergic reactions, chronic fatigue, and vitiligo. No product issue, such as rupture, was reported. The patient is scheduled to undergo explantation on (B)(6) 2018. This report is for the left breast prosthesis.